Event description:
It was reported that the patient underwent a laminectomy followed by the implantation of spinal cord stimulation (scs) paddle lead and implantable pulse generator (ipg). That evening, the patient was transferred to the intensive care unit (ICU) for management of elevated troponin levels and abdominal swelling. Subsequently, the patient was moved to another hospital for an angiogram and further cardiac evaluation. During follow-up, the patient appeared alert and responsive. The physician assessed that a hematoma had developed at the ipg pocket site, likely due to anticoagulation therapy administered for chest pain. The patient then underwent evacuation of the hematoma, during which excess fluid was removed. The devices remain implanted in the patient, unaffected by the hematoma evacuation procedure. There were no reported complications postoperatively. Additional information was received that the physician identified the abdominal swelling as fluid resulting from a liquefied hematoma. The cause of the elevated troponin levels remains unknown. The patient underwent an additional procedure where the ipg site was again drained of excess fluid, and two leads were added and successfully connected to the ipg. However, during the procedure, the paddle lead tails were accidentally cut and severed. It was found that the paddle lead tails were originally tucked under the ipg and had migrated to the top of the ipg. The paddle lead was disconnected from the ipg and left in the patient. The patient was recovering as expected. The patient then underwent another procedure where the remaining pieces of the paddle lead were removed and a new paddle lead was implanted. The patient was recovering postoperatively. The paddle lead was discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Brand name: wavewriter alpha? Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Lot: 800100. UDI: (B)(4).

Event description:
It was reported that the patient underwent a laminectomy followed by the implantation of spinal cord stimulation (scs) paddle lead and implantable pulse generator (ipg). That evening, the patient was transferred to the intensive care unit (ICU) for management of elevated troponin levels and abdominal swelling. Subsequently, the patient was moved to another hospital for an angiogram and further cardiac evaluation. During follow-up, the patient appeared alert and responsive. The physician assessed that a hematoma had developed at the ipg pocket site, likely due to anticoagulation therapy administered for chest pain. The patient then underwent evacuation of the hematoma during which excess fluid was removed. The devices remain implanted in the patient, unaffected by the hematoma evacuation procedure. There were no reported complications postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, brand name: wavewriter alpha? Upn: m365sc12320, model: sc-1232, serial: (B)(6), lot: 800100, UDI: (B)(4).